Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency

Event description:
This is being entered based on information received from the account for case 1 reporting that the balloon sheaths are generally difficult to remove from the balloons. It is unknown if the devices were used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.